Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause was not reported. Hospitalization and treatment was not reported. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.